Event description:
Caller alleged imprecision with inratio. Results as follows: see scanned table.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070202: see scanned table. The %cv is greater than 20%. For all 4 data sets. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.